Event description:
It was reported that the patient presented with the atrial lead impedance trend showing less than 200 ohms since (B)(6) 2010. Noise was noted during a few episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.